Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the distal part of the tip was detached. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but lost image issue occurred during pullback. The procedure was completed with another of the same device. There was no injury to the patient. However, device analysis revealed the distal part of the tip was detached.